Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect and a loss of stimulation. The pt believed she had scar tissue affecting her implant. The pt met with the company rep, but was not reprogrammed successfully. The pt had surgery. Surgical details were not provided. Additional info from her healthcare professional was requested.